Manufacturer narrative:
Approximately a year and seven months post index procedure, the patient underwent left total shoulder arthroplasty. Approximately two years post index procedure, the patient underwent a revision of the left shoulder arthroplasty. Five months later the patient had chest pain, cardiopulmonary arrest and died. Concomitant devices ((B)(6) 2005): choice pt wire and xb3 6 f guide catheter. Concomitant medications ((B)(6) 2009): lisinopril, prozyme, multivitamins, viagra, tramadol, prilosec, zetia, simvastatin, metropolol, cialis, clarinex, ambien and aspirin. Please note: the catalog code (unkcypher), represents an unknown cypher stent. The catalog and lot numbers for the actual product used in the procedure are not available. The report received indicated that a (B)(6) male experienced cardiopulmonary arrest resulting in death approximately two years and five months post implantation of a cypher stent. The autopsy report indicated that the most likely cause of death was an acute fresh thrombosis of the lad which resulted in ventricular fibrillation and cardiopulmonary arrest. Restenosis at the proximal and distal ends of the cypher stent was also noted. No evidence of a recent, new myocardial infarction was identified. Past medical history included hyperlipidemia, family history of coronary artery disease, gastroesophageal reflux disease (gerd), allergic rhinitis, arthritis of the neck and shoulders, hypertension, and mild renal insufficiency. The patient's initial complaints of chest pain led to a nuclear stress test to evaluate coronary artery disease with the following results: spect images show no evidence of ischemia, normal left ventricular function with an ejection fraction of 53%, the patient has good exercise capacity and the EKG segment of stress test is negative for ischemia. Based on these findings, the report indicated that there was a low likelihood of ischemic cardiac disease. An echocardiogram performed at this time revealed normal left ventricular systolic function, trace tricuspid regurgitation and sclerotic aortic valve. Approximately four months later, the patient was hospitalized with severe crushing substernal chest pain and was diagnosed with acute anteroseptal st elevation myocardial infarction. A coronary angiography revealed severe two-vessel disease: totally occluded mid left anterior descending artery (lad), 95-99% stenosis in the proximal second om and 60-70% stenosis in the right mid posterior descending branch. Emergent pci was conducted in the lad and a staged procedure was planned to be conducted two weeks later to treat the second obtuse marginal (om) branch. During the index procedure, pre-dilation of the lad was conducted with a 3.0x15mm balloon. The patient was noted to have 99% stenosis involving the mid lad and severe disease along the distal segment. A 3.0x23mm cypher stent was deployed at 14 atm in the mid lad. There was 0% residual stenosis and timi 3 flow was re-established, however 60-70% stenosis involving the base of the diagonal branch was noted and left untreated. The procedure was successfully completed. Medications prescribed at discharge after the index procedure included aspirin, plavix, lipitor, altace, lopressor, prilosec, clarinex and viagra. Approximately two weeks later, the staged procedure was conducted to treat a sub-totally occluded lesion in the proximal second om with 95-99% stenosis. The lesion was pre-dilated with a 2.0 x.15mm balloon catheter. An unknown cypher stent was inserted but it failed to cross the lesion due to the tortuosity of the vessel. Finally, a 2.25x18mm minivision stent was successfully implanted in the second om with excellent results. The residual diameter stenosis measured 0% and timi 3 flow was reported in the distal vessel. There were no procedural complications reported and the patient was discharged on aspirin and plavix. Approximately one year after the index procedure, the patient experienced angina. A coronary angiogram conducted a month later revealed 10-20% stenosis in the left main, intermediate disease in the mid and distal lad close to the bifurcation into the diagonal branch, and widely patent lad and circumflex stents. The cath lab report indicates that there is disease in certain views that appears to be 60-70% in unspecified vessel segments of the lad. Re-pci was not conducted and the recommendation at this time was to continue the present medications. Approximately a year and four months after the index procedure, the patient had a stress test which showed small evidence of ischemia, normal ejection fraction of 54%, good exercise capacity and the EKG segment of the stress test was negative for ischemia. Approximately a year and seven months post index procedure, the patient underwent left total shoulder arthroplasty. A week later, the patient had complaints of chest pain and was diagnosed with post-operative anemia. A CT angiography of the chest was conducted and pulmonary embolism was ruled out. There was no additional information regarding this event. Approximately two years post index procedure, the patient underwent a revision of the left shoulder arthroplasty. Five months later, the patient developed a painful sinus tract and underwent exploration of a wound over the anterior aspect of the left shoulder. Medications at this time included: lisinopril, prozyme, multivitamins, viagra, tramadol, prilosec, zetia, simvastatin, metropolol, cialis, clarinex, ambien and aspirin. The patient underwent extraction of infected implant with irrigation and debridement and placement of an antibiotic spacer. After the procedure, the patient was transferred to recovery and later to a hospital room where he complained of chest pain during the evening. The chest pain was described as being the same as when he had his heart attack. The doctor was informed and orders for EKG and enzyme levels were received. However, 30 minutes later, the patient had ventricular fibrillation and resuscitative efforts were unsuccessful. The autopsy report indicated that a small amount of non-occlusive dark red clot was identified in the circumflex stent however the lumen proximal to the stent of the circumflex was markedly narrowed and possibly occluded. Additionally, a large amount of occlusive dark red clot was identified in the lad stent and is associated with moderate 50% stenosis on the proximal and 50-75% stenosis on the distal sides of the stent. The right coronary artery was diffusely patent with no evidence of thrombus. The autopsy report indicates the most likely cause of death was acute fresh thrombosis of the lad which resulted in a fatal cardiac arrhythmia. No evidence of a recent, new myocardial infarction was identified. Other contributing factors listed in the autopsy report included: three vessel cad with 50-75% stenosis of the lad, up to 80% of the left circumflex and 50-75 % stenosis of the right coronary artery; large healed myocardial infarction of the left ventricle extending from the apex to the cardiac base and involving the left lateral anterior wall and interventricular septum; chronic ischemic change (interstitial fibrosis) of the heart. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis, thrombosis ventricular fibrillation, cardiopulmonary arrest and death are known potential events following stent implantation. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Plavix recommends to discontinue administration 5 days prior to elective surgery. Discontinuation of antiplatelet therapy may cause thrombus formation. Based on the information available for review, the thrombus found in the cypher stent, the thrombus in the non-cordis stent, progression of disease in the left main, lad and rca and possible pharmacological factors may have contributed to this patient's thrombotic event leading to ventricular fibrillation, cardiopulmonary arrest and death. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Event description:
The report received indicated that a (B)(6) male experienced cardiopulmonary arrest resulting in death approximately two years and five months post implantation of a cypher stent. The autopsy report indicated that the most likely cause of death was an acute fresh thrombosis of the lad which resulted in ventricular fibrillation. Restenosis at the proximal and distal ends of the cypher stent was also noted. No evidence of a recent, new myocardial infarction was identified. The indication for the index procedure was a stemi. The patient had a 3.0x23mm cypher stent implanted in the mid lad. Approximately two weeks later, a planned staged procedure was conducted to treat a sub-totally occluded lesion in the proximal second om. An unknown cypher stent was inserted but it failed to cross the lesion due to the tortuosity of the vessel. Finally, a 2.25x18mm minivision stent was successfully implanted in the second om with excellent results. There were no procedural complications reported and the patient was discharged on aspirin and plavix. Approximately one year after the index procedure, the patient experienced angina.